Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation showed that the alignment of the inner knife and the outer knife is not perfect. This will be solved in the new design the associated risk is injury by microbial, viral or prion infection (patient harm) , therefore upon retrospective review, this complaint was identified as reportable. The complaint is confirmed. All available information has been disclosed. The complaint has now been closed.

Event description:
Air bubble. Sample is available. All information has been disclosed.